Event description:
It was reported by the customer that a pyxis anesthesia es systems unexpectedly stopped responding and delayed a coronary artery bypass procedure.the customer stated that there was no patient harm and they have used the emergency stat box and called the pharmacy for required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the device's logs showed event ID 27 which indicates that the network adapter was disabled and caused the blank screen on the station. A technical support specialist confirmed that there was no issue on the station and issue was on the network side which needed to be checked by the information technology team. The system was functional as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information; b5, d1, d2, d5, d9, e2, e3, g6, h2, and h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-aug-2022 to 19- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's logs showed event ID 27 which indicates that the network adapter was disabled and caused the blank screen on the station. A technical support specialist disabled the power saving on the usbs on the station to prevent the issue and confirmed that there was no issue on the station and issue was on the network side which needed to be checked by the information technology team. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis anesthesia es screen unexpectedly went blank, from 7:30am to 11:30am, in the middle of coronary artery bypass surgery. The customer stated that they used the emergency stat box and called the pharmacy to retrieve the meds, they experienced a delay in dispensing medication. There were no adverse events or injuries reported based on this event.